Manufacturer narrative:
Two samples were received for evaluation. A visual inspection with naked eye and magnification noted surface marks on the patient line next to the patient connector on the samples. Functional testing, including leak testing, clear passage testing, and clamp function testing, was performed with no issues noted. The reported issue was verified. The cause of the condition was determined to be manufacturing related; the surface marks are caused by the coiling head transfer gripper during the automated assembly system. The surface marks do not affect the functionality of the units and is part of the assembly process. The samples were within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During sample evaluation, two (2) homechoice cassettes in open pouches were found to be damaged. There was no patient involvement . No additional information is available.